Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was experiencing an overstimulation sensation and also shocking and jolting. The patient had a fall over the weekend prior to the report and it was causing them to have a recurrence of issues that led to a previous lead revision about a year prior to the report. Impedance testing and x-rays were performed and they showed no signs of lead displacement or connection issues. The lead appeared to perfectly in place. The stimulator caused the patient to have cardiac issues and swelling in their neck if it was turned on but they needed the stimulation for their pain. The patient was not getting greater than 50% symptom reduction. The doctor did not feel that the symptoms or issues originated from the stimulator or lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the previous lead revision please refer to manufacturer report # 3004209178-2014-16286.